Manufacturer narrative:
The lens remains implanted. Device evaluation: the product testing could not be performed as the lens remains implanted. The lens delivery system including the plunger was discarded by the surgery site. The reported complaint could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during the process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the model pcb00 iol (intraocular lens) plunger had a sharp tip. The tip ruptured the posterior capsule of the cataract at the time of lens insertion. Through follow-up, the lens was successfully implanted and no additional procedure was performed. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).